Event description:
Additional information received that the ipg was end of life.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. A4: patient weight is unknown.

Event description:
It was reported that the ipg was approaching end of life. As such surgical intervention was undertaken where the ipg was replaced, and therapy was restored.